Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#(B)(6). A philips authorized service personal (asp) evaluated the device could not replicate the reported issue. No error code was found; the device passed all functional tests. The possible cause of the malfunction is customer error. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx700 patient monitor indicating ECG measurement was abnormal. The device was not in use on patient at time of event, there was no adverse event reported.